Manufacturer narrative:
Follow-up # 1 [date of submission (B)(4) 2012]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad buttons were found to be responsive during evaluation. The keypad was removed and no defects were found. Unrelated to the event the bolus button was found to be unresponsive. The button was removed and the contact was found to be missing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump was stuck on the same screen because the keypad buttons were unresponsive. The reporter confirmed that there was no known damage to the keypad. The patient reportedly wore the pump in a pump case attached to the belt and did not clean the pump. This report is made based on the allegation of the keypad response issue.